Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood found inside the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, numerous kinks in the distal shaft, separated ends at the collar and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the guidezilla failed to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, when the physician attempted to insert the guidezilla into the distal left anterior descending artery lesion, it was noted that the device failed to cross due to the calcification and angulation. The procedure was completed with a different device. No patient complications were reported and patient's status was fine. However, device analysis revealed separated ends at the collar.